Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced master tool manipulator (mtmr) due to error 25588. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was returned for failure analysis, and the issue was confirmed in system logs and successfully replicated on surgeon side console fixture test platform (sftp). Upon visual inspection, the mtm2 was installed onto sftp where the 23017 error was triggered by indicating fault on axis 7, replicating the reported event. The complaint was confirmed based on failure analysis. Failure analysis has concluded that the axis 7 motor was found to be the root cause of the reported event.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that a non-recoverable error 25588 occurred on surgeon side console (ssc) #1. The customer stated that this error occurred before and after performing a hard power cycle. The tse confirmed error 25588 in the logs pointing to master tool manipulator right (mtmr) on ssc #1. The customer confirmed that no object was interfering with or colliding with the master tool manipulator (mtm) before performing a hard power cycle that would cause the error. The tse had the customer disconnect the blue fiber cable (bfc) on the surgeon side console (ssc) #1 and power cycle the system, which resolved the issue. The procedure was completing as planned with no reported injury.